Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Upon puncturing needle in sacrospinous ligament using capio slim, the suture got torn. X-ray examination was performed to check if the needle was not inside the body. It was then confirmed that needle was not present inside the body. The capio slim was disassembled and the needle was identified. As a result, it was confirmed that the needle fell on the floor, and there was no adverse effect on the patient. The procedure was completed using same device of another or same lot.

Manufacturer narrative:
Qn# (B)(4). Visual inspection was performed to one (1) sample received of product code 833-123 (dek bl mf 0 tc-43 2n 48). Only the bullet was returned with a small piece of suture attached, the end of the suture that is not attached to the bullet shows tears. Functional inspection cannot be performed since the complaint states that a capio device was used; such device does not belongs to a teleflex part number. Failure mode replication could not be conducted at this time due to the lack of the device that was in use according to the customer's report. Although the suture returned for evaluation shows tearing conditions, there is no sufficient evidence to assure that this failure mode was originated during the manufacturing process. Suture related to the involved batch shows that it was received within the supplier specifications. The root cause for this condition reported could not be identified, however personnel involved on the manufacturing of this product has been notified. The (B)(4) facility will continue tracking and trending this failure mode.

Event description:
Upon puncturing needle in sacrospinous ligament using capio slim, the suture got torn. X-ray examination was performed to check if the needle was not inside the body. It was then confirmed that needle was not present inside the body. The capio slim was disassembled and the needle was identified. As a result, it was confirmed that the needle fell on the floor, and there was no adverse effect on the patient. The procedure was completed using same device of another or same lot.